Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysmenorrhea, menorrhagia, stress incontinence and paratubal cyst. Concomitant products included ketorolac. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea ") and stress urinary incontinence ("female urinary stress incontinence (19893)"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia, dysmenorrhoea and stress urinary incontinence outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia and stress urinary incontinence to be related to essure. The reporter commented: date(s) of removal: (B)(6) 2019 (discrepancy noted) and (B)(6) 2019. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysmenorrhea, menorrhagia, stress incontinence and paratubal cyst. Concomitant products included ketorolac. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea ") and stress urinary incontinence ("female urinary stress incontinence (19893)"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia, dysmenorrhoea and stress urinary incontinence outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia and stress urinary incontinence to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.